Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1582, awareness date 18-oct-2015). It refers to a (B)(6)-year-old female consumer of unspecified "age" in united states who had essure (fallopian tube occlusion insert) inserted in 2006. About six months being implanted, consumer started experiencing excruciating stomach pain, extreme bloating, unexplainable weight gain, pelvic pain, leg spasms, painful intercourse, acne, severe lower back pain, painful cycles, anxiety, depression, fatigue, carbuncles, heart murmurs ibm, breast pain, severe teeth decaying, heavy bleeding, 1 migrated coil which had to be surgically removed. She was going backwards and forward to the doctor trying to get an insight as to why she was having so much pain. Finally she went to see doctors who were willing to research essure to see if this was the root of her pain. Low and behold that was the problem her left coil migrated from her tube. He immediately scheduled her for surgery to remove my left coil. Shortly after the pain came back only this time on right side. Product technical complaint investigation received on 05-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding and 1 migrated coil which had to be surgically removed /left coil had migrated from her tube. These events are serious due to their medical importance and listed in the reference safety information for essure. In this case, it was reported that six months after essure insertion, she started experiencing these events. The exact date and mechanism of device migration were not known. Based on their nature and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.